Manufacturer narrative:
(B)(4). No product received per customer as set was discarded. The customer complaint of chemo leaked from IV connection could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported a chemo leak. Stated that their pts receive lengthy infusions of chemo, they are seen in the clinic, the infusions are started at approx 4.5 ml/hr and the pt is sent home with the continuous infusion. A pt was seen in the clinic, a new maxplus valve was placed on the chest port central line and the pt went home. An unk amount of time later, the pt called and reported leaking. The pt returned to the clinic and the user identified leakage at the maxplus - IV set connection site. The maxplus was replaced; the infusion restarted without incident and no recurrence of leakage was reported. There was no pt, family or staff harm reported and no medical intervention was required. Customer did not provide any additional pt or event details.